Event description:
It was reported that a primary solution administration set and a secondary solution administration set experienced simultaneous flow. The primary line was connected to saline and the secondary line was connected to IV cefapime. The nurse observed drips from the cefapime line. When the nurse checked the patient later, the pump indicated that the infusion was complete but the cefapime bag remained approximately 3/4 full. The saline was hanging lower than the cefapime. The nurse noted that the primary and secondary drip chambers dripped simultaneously. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.